Event description:
Pt complains of arthritis, fatigue, pain in breast, leaking from breast, numbness and tingling of feet and hands, low grade fever, discoloration of hands, severe diarrhea and constipation, skin rashes, and dry mouth.